Event description:
The customer called to report that the insulin pump was exposed to an MRI. A displacement test was performed and the insulin pump failed the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.